Event description:
Customer states: prior to use on a pt, a hospital me confirmed the temperature did not increase as setting. Then burnt smell was confirmed while checking in operating room theater. No pt involvement.

Manufacturer narrative:
Covidien (B)(4) service center technician evaluated and found soot around the pcb and 9 pin connector on the pcb. Checking the 9 pin connector, the black cable connected to the heater circuit and the connecting part of the pin were burnt and disconnected. Due to this disconnection, power was not supplied to the heater circuit, and the heater did not heat enough causing the blower temperature not to increase. The warmtouch 5200 pt warmer has been discontinued and are being replaced with a new designed warmtouch pt warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.